Event description:
It was reported that during da vinci-assisted surgical procedure, maryland bipolar forceps instrument had a broken conductor wire. A chip was discovered when the instrument was deployed. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use and no issue was observed. The instrument was not used during the procedure and there was no thermal damage on the instrument. There are no photos and no video recordings for isi to review. The chip (damage) was found on the conductor wire. No fragment fell from the instrument. No patient demographic information was provided. Isi did receive maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There was no broken conductor wire observed during visual inspection. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.